Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that his client received an implant on (B)(6) 2007 and is undecided about whether to undergo revision surgery. The pt is currently being monitored due to pain. Medical records indicate the pt is extremely obese.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and an investigation result be available, that changes this assessment, an mended medical device report will be submitted. The need for corrective measures is not indicated. (B)(4).